Event description:
It was reported that the patient presented in operating room for scheduled for routine generator replacement. The right atrial lead had dislodged at some point in the past. During this procedure the physician revised the dislodged lead and high capture thresholds. The lead was explanted and replaced successfully. The patient was stable before during and post procedure. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis found damage to the outer insulation at 22.5 cm and 24.5 cm from the connector pin. Rib clavicle crush was also noted at 13.0 cm to 14.0 cm from the connector pin and flattened outer coil at this same region. This is consistent with the observation from the field of unacceptable thresholds.